Event description:
A report was received that the patient underwent an explant procedure due to infection. Intravenous and oral antibiotics were given.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35 cm; model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no further information could be provided to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection. Intravenous and oral antibiotics were given.